Event description:
It was reported that the customer received a button error alarm on the insulin pump. A button had accidentally been pressed for too long. The blood glucose reading was not known. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the button response functioned properly. However, it was found corrosion on the keypad traces. No button error alarms noted during testing. The device was received with minor scratches on lcd display window and scratches on the reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.